Event description:
A malfunction alarm identified as malfunction 12 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, successfully resolving the issue, allowing the customer to continue using the device.